Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (dose, frequency and route of administration not reported) for peritonitis. The patient did not respond to vancomycin and was later changed to ampicillin (intraperitoneal, dose and frequency not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. The outcome of the event was not reported. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).